Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test 6f guide catheter, as the guide catheter used in the procedure was not returned. During testing, the burr catheter was able to be fully inserted and removed from the test guide catheter with no resistance or issues. Product analysis could not confirm the reported events, as the returned burr catheter was able to be fully inserted and removed from a test guide catheter with no resistance or issues.

Event description:
It was reported the device could not pass the guiding catheter, and the procedure was not completed. Following a successful completion of a percutaneous coronary intervention (pci), a 1.25mm rotapro was selected for use in the percutaneous coronary angioplasty. The target lesion located in the left anterior descending artery (lad), was 95% stenosed, severely tortuous and severely calcified. The rotapro was unable to cross the guiding catheter. The rest of the procedure was not able to be completed and rescheduled for another date. No patient injury was reported.